Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no reported impact to the customer¿s blood glucose level. Caller contacted support, was guided through complete pump reset, and after reset cgm error did not appear again and sensor session was successfully started.